Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with a flashing white display and a constant beeping sound. Unable to perform the displacement test, sleep current test, active current test and self test due to frozen display. Unable to download history files and traces using thump and carelink due to flashing white display. Pump was cut open to perform visual inspection and found moisture damage on the battery tube, pcba 1, pcba 2 and force sensor. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, scratched case, stained keypad overlay and pillowing keypad overlay. Flashing white display was confirmed during analysis due to moisture damage on the battery tube, pcba 1 and pcba 2. Audio anomaly was confirmed due to moisture damage pcba 1. Cosmetic damage was confirmed on the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported insulin pump had a cracked in pump case. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued the use of the insulin pump, and the device was returned for analysis.